Event description:
It was reported that the devices were incorrectly etched. One side is marked medium while other side marked small. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed the laser marking of these articles is wrong as complained condition. The bottom side is marked correctly with med for medium, but the top side is marked incorrectly with sm for small. Obviously this production lot passed the etching procedure during manufacturing process without having gone through proper control. Unfortunately this failure was not detected at the final inspection. An internal corrective action has been implanted to prevent reoccurrence of this failure. The articles are not according to our specifications.